Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with albt2 tina-quant albumin gen.2. Samples were tested either on cobas 8000 c 502 module serial number (B)(4) (line 1), c 502 serial number (B)(4) (line 2), or both systems. Samples were initially tested either on (B)(6) 2022 or (B)(6) 2022. For the first sample, it was asked, but it is not known if any incorrect results were reported outside of the laboratory. Questionable results were reported outside of the laboratory for the remaining samples. This medwatch will apply to c 502 serial number (B)(4) (line 1). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to c 502 serial number (B)(4) (line 2) the first sample initially resulted in a microalbumin value of 1.8 ug/ml with a data flag when tested on line 2. The sample was repeated on line 1, resulting in a value of 461 ug/ml. The sample was also sent to a second site where it was tested on a cobas 6000 c (501) module, resulting in a value of 378 ug/ml. The result from the c 501 analyzer was deemed correct. The second sample initially resulted in a microalbumin value of < 5.7 ug/ml with a data flag when tested on line 1 and was reported outside of the laboratory as < 12 ug/ml. The sample was repeated on line 2, resulting in a value of 45.9 ug/ml. The sample was also sent to a second site where it was tested on the c 501 analyzer, resulting in a value of < 12 ug/ml. The result from the c 501 analyzer was deemed correct. The third sample initially resulted in a microalbumin value of < 1.8 ug/ml with a data flag when tested on line 1 and was reported outside of the laboratory as < 12 ug/ml. The sample was repeated on line 2, resulting in a value of 35 ug/ml. The sample was also sent to a second site where it was tested on the c 501 analyzer, resulting in a value of < 12 ug/ml. The result from the c 501 analyzer was deemed correct. The fourth patient sample initially resulted in a microalbumin value of 22 ug/ml when tested on line 2. The sample was sent to a second site where it was tested on the c 501 analyzer, resulting in a value of < 12 ug/ml with a flag. The result from the c 501 analyzer was deemed correct. The fifth patient sample initially resulted in a microalbumin value of 76.1 ug/ml when tested on line 1 on (B)(6) 2022. The sample was repeated on line 1 on (B)(6) 2022, resulting in a value of < 3.2 ug/ml with a flag. The sample was repeated on line 2 on 12-sep-2022, resulting in a value of < 3.1 ug/ml with a flag. The sample was sent to a second site where it was tested on the c 501 analyzer either on (B)(6) 2022 or (B)(6) 2022, resulting in a value of < 12 ug/ml. The result from the c 501 analyzer was deemed correct. The sixth patient sample initially resulted in a microalbumin value of 59.9 ug/ml when tested on line 1 on (B)(6) 2022. The sample was repeated on line 1 on (B)(6) 2022, resulting in a value of < 11.7 ug/ml with a flag. The sample was repeated on line 2 on (B)(6) 2022, resulting in a value of 27.6 ug/ml. The sample was sent to a second site where it was tested on the c 501 analyzer either on (B)(6) 2022 or (B)(6) 2022, resulting in a value of < 12 ug/ml. The result from the c 501 analyzer was deemed correct. The seventh patient sample initially resulted in a microalbumin value of < 11.7 ug/ml with a flag. The sample was repeated on line 2, resulting in a value of 27.6 ug/ml. The sample was sent to a second site where it was tested on the c 501 analyze, resulting in a value of < 12 ug/ml. The result from the c 501 analyzer was deemed correct. The microalbumin reagent lot number was 64170601, with an expiration date of 29-feb-2024.

Manufacturer narrative:
The field service engineer determined that the line 1 mixers had a possible adjustment problem. Mixers were too low and tilted back. The mixers were adjusted. The light path was also found to be misadjusted. Valves were cleaned, probe adjustments were verified, rinse levels were verified, and probe output was verified. A hardware check was performed. Controls were tested. Microalbumin results matched results from a known good instrument.

Manufacturer narrative:
The correct data for the first sample is as follows: the first sample initially resulted in a microalbumin value of 44.1 ug/ml with a data flag when tested on line 1. This sample was automatically repeated on line 1, resulting in a value of 461 ug/ml. The sample then repeated as 1.8 ug/ml with a data flag when tested on line 2. The sample was also sent to a second site where it was tested on a cobas 6000 c (501) module, resulting in a value of 378 ug/ml. The result from the c 501 analyzer was deemed correct. For line 1, the last microalbumin calibration performed on 02-sep-2022 was ok and there were no alarms. For line 1, microalbumin quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace for line 1, abnormal aspiration, sample foam detection, and sample clot detection alarms occurred. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.